Event description:
On 08/23/06, nellcor received a report that the cuff developed a tear after one week of use in a patient. Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.